Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he has been seeing streaks. Additional information was provided that the streaks are affecting his ability to see well to drive, but he is still currently driving. Additional information has been requested.